Event description:
During attempted implant, loss of sensing and failure to capture was observed on the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of interrogation difficulty was confirmed. Premature discharge of battery was not confirmed. The device was at below end-of-life voltage level and was in backup mode when received. Longevity calculation indicated the device was implanted beyond its projected longevity. At this stage, the capacity of the battery is significantly reduced, resulting in backup mode and inadequate telemetry communication. The device was cut open and connected to an external power source for further testing. Electrical and mechanical tests performed did not identify any functional issues. The device was exceeded its projected longevity and is consistent with normal battery depletion.